Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. After a non-bsc guide wire crossed the lesion, an nc emerge® balloon catheter was advanced and was inflated at above 20 atmospheres. However, during removal, it was noted that the device could not be removed off the guide wire. The physician believes that the guide wire lumen has crimped onto the guide wire during balloon inflation, causing the removal difficulties. Subsequently, the balloon and guide wire were removed together as a whole system. No patient complications were reported and the patient's status was okay.